Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3641sp-1, fibertak®, batch 15420710, was received for investigation. Visual evaluation noted that the implant and sutures were not returned for evaluation. No visible damage was observed on the returned device. Functional testing was performed by assembling the device with a known-good implant/suture system, and no issues were identified. The complaint allegation is not confirmed, as the device was returned incomplete and no problems were found with the returned components. Refer to attached images.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the modified lemaire lateral extra-articular tenodesis that the anchor pulled out during tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.